Event description:
It was reported to boston scientific corporation that an autotome¿ rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2015. According to the complainant, during unpacking, the physician found that the cutting wire of the device was kinked. The procedure was completed with another autotome¿ rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ investigation results revealed the distal section was bowed and the bow could not be released (won¿t unbow), therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. A visual evaluation found that the distal section of the device was bowed and its working length was twisted. Functional evaluation of the device found that the bowed distal tip would not return to its original (un-bowed) position. The evaluation concluded that the most probable root cause for this event is related to the anatomical and/or procedural factors encountered during the procedure that most likely limited the integrity of the device. It is possible that manipulation of the device could have caused the working length to twist and resulted in bowing of the distal section. Therefore, the most probable cause is considered ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.